Event description:
The caller reported that on the day of the incident she tested with her aviva system and received a result of 360 mg/dl. Based on this elevated result the customer took her novolog 55/50 insulin. The dosage of insulin taken was not provided. The caller reported that after taking the insulin she felt low blood symptoms of shaking and feeling nervous, and was unable to self treat. The customer tested her blood glucose with a competitor meter and received a result of 98 mg/dl. Due to her diabetic state the customers' daughter treated her with a can of (B)(6). The customer felt better within 20-25 minutes. No medical treatment was required.